Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented in clinic for follow up. Upon interrogation, the atrial and right ventricular lead exhibited noise leading to pacing inhibition. The patient complained of dizziness and had falls. It was not clear if the falls were due to lead issues or from her unsteady gait. Both the leads were explanted and replaced on (B)(6) 2018. The patient was in a stable condition.

Manufacturer narrative:
Correction: previous report stated that the leads were explanted. The correct information is that the atrial and right ventricular leads were capped.

Event description:
New information states that the atrial and right ventricular leads were capped and replaced on (B)(6) 2018.